Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that prior to the implant they were having problems with their bowels more than their bladder, including seeping. It was indicated that the implant was greatly reducing the symptoms up until recently, (B)(6) 2016. Now they had spotting and needed to wear a pad. This was still better than prior to the implant. The patient increased stimulation on program 3 from 0.6v to 0.7, then 0.8 the day prior to the report; anything higher was strong. It was noted that they typically only felt stimulation when it was first set or if they sat quietly. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient indicated that the spotting had still not resolved, but the patient took imodium which helped reduce the spotting. The patient also reported seeing a screen which said "see page since last appt," but the screen could not be replicated while on the phone with the manufacturer call center. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.